Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had nausea for the past two weeks. The pump system was being used to deliver baclofen. Additional information received reported, the patient had been feeling nauseated and lacking energy since (B)(6). The patient also had sweaty hands and cold feet. It was noted, the patient had cerebral palsy and was quadriplegic. The patient wanted to have the pump explanted and complained every day. The patient¿s health care professional (hcp) believed the patient had an acid buildup in his stomach and wanted to put a scope in his stomach on the 18th to check. The hcp did testing on the pump and found nothing wrong. Blood work was done and nothing unusual was found beyond elevated red blood cells. The patient went to the hcp last week. The patient was on a pill to coat his stomach and on another to help with bowel movements. The pump was being used to deliver baclofen. Additional information later reported, the patient was tired and cold in their extremities, nothing different than when he first started to have issue with pump since (B)(6) 2013. The hcp had turned the pump down about a month ago and the patient was scheduled to have the pump removed (B)(6). Additional information later reported, the pump was not working and the patient was not eating right. Additional information later reported, the patient began to have nausea and despite the hcp¿s best attempts, the patient wanted the pump shut off and explanted. The nausea started a year after implant and continued even with no medication in the pump.